Event description:
The customer reported that the "needle never ejected from the pod." He had gone through the pod activation process "and never heard or felt the needle eject but kept the pod on." Since the pod did not alarm, he thought that the pod was working. After his bg levels "went high" (specific bg levels were not reported, but are assumed to be greater than 250mg/dl) and correction boluses failed to lower his levels, he removed the pod and noticed that the "cannula was not out." The pod will be returned for eval.

Manufacturer narrative:
The pod was returned for eval with the needle un-deployed. The investigation confirmed that the chassis cam finger was broken, which prevented the needle mechanism from deploying. The user failed to note that the cannula had not deployed upon placing the pod, which would have been visible through the viewing port window. The omnipod user guide instructs the user to "check infusion site after insertion to ensure that the cannula was properly inserted." Had user guide instructions been followed, the pod would have immediately been removed and replaced upon noticing that the cannula had not deployed. The customer proceeded to wear the pod despite the malfunction, which resulted in high bg levels.